Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. The patient reported a recharger service code 1707. The patient reported difficulty charging the ins. The recharger keeps searching and then connects for a second and disconnects. The following troubleshooting steps were performed: reset the recharger, dismissed code 3167, located the ins by looking for incision and/or palpating the ins, repositioned the recharger, moved the charger away from the lead, recommended patient lean forward while sitting to optimize ins position, recommended moving away from possible sources of emi, confirmed communicator is off while using the recharger. Additional troubleshooting information: patient can feel the stimulator and doesn't feel tilted. Patient is sitting down. They have had not falls or accidents. The issue was not resolved through troubleshooting. An email was sent to the repair department. Additional information was received from the patient on (B)(6) 2023. They reported that pt called back and reported even after receiving a replacement recharger, they're still having the same issues. Pt states the recharger will connect to the implant for a second and then will go back to searching. Pt states at first they were able to get about 5 charging sessions out of the newer recharger but the issue is back. Pt also mentioned seeing error message such as do a reset and call your doctor. Pt also mentioned they can feel the recharger is trying to connect since they feel a little shocking sensation in their back. Pt states the recharger has done this ever since the beginning, (B)(6) 2021. Pt confirmed recharger continues to go back to searching on the call. Recommended pt follow up with doctor to get in person education.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called back and reiterated previously reported issue and that for the past 2 years they've been fighting it and fighting it to get the ins to charge. The patient stated they were told it would be so easy to charge and that it would last 15 years but they've had nothing but trouble when they would go to charge the ins. The patient stated it would take them over an hour to charge and that sometimes they couldn't even find the ins and their mother had to "get on" their "back" to help them find it. The patient stated it wasn't easy to use and that they had spoken with their doctor and their doctor told them there were many patients who had the [similar ins] taken out because of the same issue and told the patient when they were sick of "fighting it" they could get it removed and replaced with the [different ins]. The patient stated they were going to have the [current ins] replaced with the [different ins] on (B)(6) 2023 and they were just calling to report how frustrated they were and that they thought the ins should be taken off the market. The patient stated they were also very frustrated with the cost and then the wages lost and the wages they will soon lose again after they have the surgery because the surgery was "pretty invasive" and they weren't ever able to work after one for awhile. Patient services reviewed they could speak with their health care provider (hcp) about financial concerns and noted they would document the patient's report. The patient stated the doctor who implanted their micro and they had been at the mayo clinic but now the patient's insurance changed so they were going to be going back to their previous hcp who implanted their first implant.

Event description:
Patient called back in stating they have been trying to charge the ins for a week now. Patient said their healthcare provider (hcp) is 10 hours away and the closest manufacturer representative (rep) is 5 hours away. Patient said they are getting the recharger not found message, contact clinician and a message to reset the recharger. During the call reviewed resetting the recharger and recharger was able to connect to the handset. Reviewed recharging the ins. The patient attempted saw 1707 multiple times during the call. Patient said they are able to feel all 4 sides of the ins, the ins feels flat and they were not around any other electronics. Tried placing recharger on all 4 sides of the ins but the patient was not able to start a charging session. Patient said when the recharger was replaced in the past they were able to charge the ins for a while. Reviewed based on the previous notes this has been an issue on and off since they got the device. Patient mother got on the line and requested a replacement recharger. Reviewed will send the recharger this time but patient needs to follow up w/ a hcp. Patient said there is an obgyn close to them who knows about the device, but they work w/ axonics. Reopened and reassigned case to email repair and prs.

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.